Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. Logfile review for the date of event shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4)

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported inferior flap edge haze in the left eye two days post lasik. The haze was noted to be 3mm horizontal x 1mm vertical in size at the 6 o'clock position. The patient was started on two topical antibiotics. Drops were to be used every 15 minutes for the first 24 hours and then every hour. The patient reported a gritty feeling with swelling that started in the evening on first day post-operative. The patient is to return to the clinic in 24 hours. Upon follow up, symptoms have resolved.